Event description:
It was reported that a patient experienced a humeral stress riser fracture with implant failure after a fall and required a revision. The patient was originally implanted to treat a humeral fracture after a fall. She then had another fall postoperatively. It was confirmed that the plate and screws were intact at removal. The surgeon had decided to remove the original plate and screw and implant a rod instead. The revision procedure was completed successfully with no surgical delays or patient harm. This report is 12 of 12 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.